Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. We were unable to confirm blank display anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to damage lcd glass. The insulin pump had a cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated that insulin pump was dropped and screen got a crack on it. Customer stated that he is unable to turn the insulin pump back on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.